Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source xenon lamp failed to ignite however, the spare lamp was activated. The event occurred during preparation for use and a similar device was used to complete the procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon occurred due to the faulty ignitor unit. The device issue of the ¿main lamp did not ignite, but the spare lamp worked¿ was confirmed. However, they could not identify the cause of the faulty ignitor unit. Also, the DHR was checked and it was found that re-measurement was carried out because the amount of leakage current was high. The device, however, passed inspection at the time of shipment. Olympus will continue to monitor field performance for this device.